Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set leaked during patient infusion with chemotherapy drug. The leak appeared to be coming from the filter. A small pool of drug was observed on top of the patient's lap; however, the area was contained and cleaned. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be perfomred. Therefore, the reported event could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.